Manufacturer narrative:
Concomitant medical products: r770029, mechanical valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis syndrome and was brought to the hospital with an episode of multi-system organ failure. A transesophageal echocardiogram (tee) showed endocarditis. The infected aortic valve was thought to have vegetation and the valve was removed and a portion of the aortic graft and implantation of a homograft aortic valve and aorta. The device and leads were explanted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.